Event description:
Brush head then ends up in mouth - oral-b [device breakage]. Brush head (original oral-b) keeps coming loose [device connection issue]. Metal pin to which the brush head attaches has become worn down - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the original oral-b toothbrush head kept coming loose while they were brushing their teeth, and the oral-b toothbrush head ended up in their mouth while they were still holding the oral-b toothbrush hand piece, model 3764, in their hand. The metal pin to which the oral-b toothbrush head attached to the oral-b toothbrush became worn down. No injury was reported. 03-nov-2023 follow up via digital safety assessment survey: the consumer was a 59-year-old female. No injury was reported. 10-nov-2023 follow up via pictures: the concomitant product was oral-b power oral care refills precision clean eb20. No injury was reported. 29-nov-2023 case update: the suspect product lot was r43711413. The concomitant product lot was 10113. No injury was reported.

Manufacturer narrative:
15-jan-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head then ends up in mouth - oral-b [device breakage]. Brush head (original oral-b) keeps coming loose [device connection issue]. Metal pin to which the brush head attaches has become worn down - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that the original oral-b toothbrush head kept coming loose while they were brushing their teeth, and the oral-b toothbrush head ended up in their mouth while they were still holding the oral-b toothbrush hand piece, model 3764, in their hand. The metal pin to which the oral-b toothbrush head attached to the oral-b toothbrush became worn down. No injury was reported. On 03-nov-2023 follow up via digital safety assessment survey: the consumer was a 59-year-old female. No injury was reported. On10-nov-2023 follow up via pictures: the concomitant product was oral-b power oral care refills precision clean eb20. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.